Manufacturer narrative:
Concomitant medical products: etlw1610c93e stent, implanted: (B)(6) 2015; d334drg ICD implanted: (B)(6) 2013; 5076-45 lead implanted: (B)(6) 2005.

Event description:
It was reported that the right ventricular (rv) lead has high thresholds and high impedance. The rv lead is suspect of a fracture. The rv lead was attempted to be replaced but the patient was occluded on both sides. The rv lead was reprogrammed. The patient is scheduled for a revision with a cardiovascular surgeon. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.